Event description:
It was reported that the foley catheter balloon was not holding any fluid, stated that the catheter was placed tuesday and was leaking by thursday.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was not holding any fluid, stated that the catheter was placed tuesday and was leaking by thursday.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 1 silicone foley catheter. Upon visual inspection a rupture was present along the balloon. Therefore, the reported event is confirmed and does not meet specifications which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe.". The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be incorrect material formulation. However, there was insufficient information to confirm this potential root cause. A DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: ¿bard® intermittent catheter (latex). Instructions for use: indications for use: for urological use only. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: this product contains natural rubber latex which may cause allergic reactions. Warnings: - on latex and red rubber catheters, do not use ointments or lubricants having a petrolatum base. They will damage latex. - visually inspect the product for any imperfections or surface deterioration prior to use. - reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to failure, and/or to injury, illness or death of the patient. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Adverse reactions. Urinary tract infection. Bleeding from the urethra. Irritation of the urethra. Instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands. Caution: federal (u.s.a.) Laws restricts this device to sale by or on the order of a physician.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was not holding any fluid, stated that the catheter was placed tuesday and was leaking by thursday.